Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited oversensing noise and undersensing. No programming changes were performed. The patient was stable prior to, during, and after the interrogation.